Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patient was checked; the shock impedance measurements were normal, and the pacing impedance measurements were elevated, but had been elevated for some time. The patient was not dependent on rv pacing; therefore, no other troubleshooting was performed, and no actions or interventions were planned. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited intermittent pacing impedance measurements of greater than 2000 ohms. The patient also reported feeling shocks. There was no noise noted. A lead revision was going to be planned. No adverse patient effects were reported. The device remains in service.